Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was up to 300 mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Reportedly, the customer sometimes wore the pump against their skin. The infusion set was changed to address the event.